Manufacturer narrative:
Reliability analysis evaluated 3 open/used reservoirs. Inspected and checked o-rings/stopper groove for anomalies none were found. Ran occlusion test per follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a 7xx pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion. Reservoirs no air bubbles and not occluded.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 460-511 mg/dl. The customer treated with bolus from the pump. The customer stated that the device gave more insulin than it told them to give. The customer reported air bubbles close to the tubing. The product was returned for analysis.